Event description:
Philips received a complaint by the customer on the v60 indicating that the device could not be turned off. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported the customer called technical support to report that the device was not powering down after the power button was pressed. The customer replaced the front panel overlay, but the issue remained. The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement central processing unit (cpu) printed circuit board assembly (pcba) and user interface (ui) pcba for repair. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Multiple attempts have been made on 20aug2025, 05sep2025, and 16sep2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.